Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/01/2024, it was reported by a sales representative via e-mail that an ar-8978-cp implant system anchor pulled out. This occurred during a cmc arthroplasty procedure on (B)(6) 2024 when the surgeon placed the 3.5 swivelock from the hand and wrist internal brace kit into the 2nd metacarpal, and when they tried to remove the driver it wouldn't come out. When it was finally out the anchor pulled out and the fork tip was left in the tunnel. The driver seemed to be defective and did not release as it should have. The case was completed using a cmc mini tightrope.